Manufacturer narrative:
The insulin pump was returned for pump error 53. Formatted history file analysis confirmed pump error 53 due to software error. No cracks noted on the display window or on the lcd glass. The insulin pump had minor scratched display, scratched case, cracked case at the battery tube side and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call software error during a basal attempt. Customer's blood glucose level was 15.3 mmol/l. Customer advised the insulin pump also has a crack in the battery compartment. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.